Manufacturer narrative:
Concomitant medical products: addr06, ipg, implanted on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) and the right ventricular (rv) lead exhibited high thresholds rose were non-functional. The right atrial (ra) lead and the right ventricular (rv) lead were capped and replaced. No patient complications have been reported as a result of this event.